Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: improper implant size selection, using too long of an implant, or installing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of radicular pain following the procedure. The surgeon determined that the superior positioned right-side implant was impinging on the neuroforamen. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior positioned right-side implant and filled the explant void with bone graft. He then added one additional implant of the same type in a more posterior position to help fixate the joint. The patient appeared to be doing well following the revision procedure.